Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 99% stenosis, heavy calcification and moderate tortuosity. The 5.0x60mm armada 35 balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and crossed the lesion. The balloon was inflated once at nominal pressure; however, the balloon ruptured. Another non-abbott device was used to continue the procedure. Procedure was completed giving manual compression. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.